Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review, indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, difficulties experienced while delivering the initial 22f procedural sheath resulted in damage and swelling to the vessel altering the deployment depth for the manta closure device, resulting in a tract deployment. The IFU was reviewed and confirmed to list warning not to use manta if there is difficult dilation from initial femoral artery access while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure. Additionally, the IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices have been identified as access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention, arterial damage, vessel laceration or trauma.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use provides warnings that include: do not use if there is difficult dilation from initial femoral artery access (e.g., damaging or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure. The manta instructions for use provides precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The manta instructions for use provides special patient populations that include: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The manta instructions for use provides adverse events related to the deployment of vascular closure devices that include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage vessel laceration or trauma.

Event description:
The patient had an endovascular aortic repair on (B)(6) 2020. The patient's body mass index was reported as 26.5 kg/m2. The manta deployment depth was reportedly measured and deployed at 3.0 cm + 1.0 cm depth. The reporter stated that the operator had difficulty with delivery of a 22f procedure sheath during the case, which may have interfered with manta deployment depth. It was reported that the manta was deployed outside of the vessel during the closure of the femoral access site. Hemostasis was not achieved, and manual compression was held at the groin. A surgical cut down of the vessel was performed immediately after the tract deployment. The manta was explanted fully intact during the surgical repair. Angiograms of the procedure are not available for investigational review.